Event description:
The customer reported via phone call that they had a failed battery test alarm on their insulin pump. The customer also reported several alarms occurred after the failed battery test alarm. Customer stated a battery out limit alarm, weak battery alarm, and off no power incident without a low battery alert occurred. Customer declined to troubleshoot for these alarms. Customer's blood glucose was unknown. At the time of the call. Troubleshooting found corrosion was present on in the battery compartment. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.